Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have errors in the logs. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a pftp where it passed. Errors 23062, 23008, and 1173 were confirmed, but not replicated. The carriage instrument sterile adaptor (isa) printed circuit assembly (pca), gearbox and rotor assembly for dof 9, and dof 9 stator will be replaced as a precaution to the reported problem. The carriage isa pca, gearbox and rotor assembly for dof 9, and dof 9 stator will be saved for engineering. The complaint was confirmed based on the field evaluation, but not during failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the site still experienced faults on universal surgical manipulator (usm) 4. The customer stated they were unable to recover the error and the site was unable to move usm 4 far enough away from the column to move to boom and elected to convert to laparoscopic surgery. Isi field service engineer (fse) was dispatched to the site to troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conversion did result in increasing port size incision or adding additional ports. The patient tolerated the change (conversation of procedure and there was no injury to the patient).